Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Please retract this MDR 2938836-2014-09084. Duplicate report filed on 11/10/2011, 2017865-2011-07832 with correct model and serial number.

Event description:
It was reported that an alert for possible output circuit damage was noted via the remote monitoring transmission. Upon interrogation, the alert message was noted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.